Event description:
It was reported that during a laparoscopic gastric bypass procedure, the suture tore and broke in half while being applied to the gastrojejunostomy. One piece was still connected to the endostitch instrument, and the other was still in the patient. No component fell into the cavity of the patient. The torn suture was removed, a new suture was used with the same instrument to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: 173016 173016 endo stitch instrument (lot j4h2807ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one half of the needle was returned loaded in an endo stitch instrument and was removed for further inspection. The other half of the needle was returned on an adhesive strip. No suture was returned with the needle. It was reported that the suture tore and broke in half. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: needle broken. Visual inspection noted the needle was returned broken at the swage. Loading blade marks could be observed on the needle returned off of the instrument. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.